Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reportedly noticed the leaking during treatment. It also reported the patient switched to a different cassette, and did not have further issues. It was confirmed that there was no harm, adverse event, blood loss, or medical intervention as a result of the issue. Due diligence attempts were exhausted, but additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: upon follow up with the pdrn, it was confirmed that the patient is confirmed on manual treatments, and confirmed that the patient has been continuing his peritoneal dialysis therapy without any issue. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.